Manufacturer narrative:
Moog has requested the serial number be identified. The investigation is not complete at this time.

Event description:
The complaint alleges that a curlin 4000 plus ambulatory infusion pump was utilized to infuse pain medication following surgery and secondary to an alleged malfunction administered an improper dosage to the pt. It is unclear whether there was an under-infusion or over-infusion of medication.